Event description:
A power source alert was reported. There was no reported impact to the customer's blood glucose level as the customer declined to provide this information. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.